Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-22. In february the patient fell at the post office and it moved in their back and this company said they could move it around which conflicts with previous information reported. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The caller said that the patient reported having a fall on their ride side 3 weeks ago and their device shifted. The caller doesn¿t know if the patient¿s therapy was affected. The patient does not have an hcp so a hcp listings was sent to the patient. There were no patient symptoms reported and no complications reported.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-feb-12. Technical services sent an hcp listings to the caller. The patient wants the implant moved to a different location. No new information was provided. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They left a voice message stating they need their ins to be moved. No further information was provided. An attempt to contact the patient for clarification on whether or not a surgery has been scheduled to move the ins was made on (B)(6) 2019 but they could not be reached, so a voice message was left for them to contact the manufacturer and provide that information. No further complications were reported or anticipated.